Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the physician noticed the pod coil had unintentionally detached. Therefore, the lantern containing the detached pod coil was removed. It was also reported that the physician decided to switch to a new microcatheter. The procedure was completed using a new pod coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. If the pod coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detachment. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed that the pull wire protruded distal to the pusher assembly distal tip and the embolization coil had offset coil winds. This damage may have occurred during manipulated against resistance during the procedure. Further evaluation also revealed kinks on the pusher assembly and ovalization on the introducer sheath. This damage was incidental to the reported complaint and occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.